Event description:
It was reported that the patient was diagnosed with dislocated constrained left hip. Surgeon replaced the liner (biomet), replaced proximal femoral component, head and 70mm body segment. Even though patients' fourth revision the explants are from the primary surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital will not release medical reports, x-rays, devices, op notes. If additional information becomes available, it will be submitted in a supplemental report.